Event description:
The director of the medical equipment unit reported that paramedics were unable to acquire a 12-lead ECG on a pt. There was no impact to the pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.